Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms for several months. It was noted there was a recent drop in impedances measuring 1000 ohms. At the last device check device reprogramming was performed due to the high impedances. Additionally, there was noise observed however, it was not sensed. Technical services recommended to continue to monitor. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the health care professional (hcp) inquired about programming options due to high, out-of-range impedance measurements. Additionally, it was noted that thresholds are high. No oversensing was noted. The patient is scheduled for a in clinic evaluation. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms for several months. It was noted there was a recent drop in impedances measuring 1000 ohms. At the last device check device reprogramming was performed due to the high impedances. Additionally, there was noise observed however, it was not sensed. Technical services recommended to continue to monitor. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms for several months. It was noted there was a recent drop in impedances measuring 1000 ohms. At the last device check device reprogramming was performed due to the high impedances. Additionally, there was noise observed however, it was not sensed. Technical services recommended to continue to monitor. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and lv lead remains in service. No adverse patient effects were reported.